Event description:
Pt reports that pump serial number (B)(6) alarmed 4 times last night (B)(6) 2024 and one time this morning (B)(6) 2024. Pt reports the pump would alarm no disposable, damp tubing, then stop. Pt attempted to realign the cassette, checked the tubing, reprimed the tubing and the pump still alarmed and stopped. Pt switched to their backup pump this morning (B)(6) 2024. Pt reports that they felt symptomatic (lightheaded, dizzy); onset/resolution dates/status unknown. Pt also reports that their pumps are due for maintenance in (B)(6) 2024 and is requesting that both of pumps be replaced (one for the malfunction and one for maintenance). Pharmacy will replace both devices. No additional info, details, or dates available. IV remodulin pt. Did reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; if yes, was any medical intervention provided? No; is the actual device available for investigation? Yes; did we replace the device? Yes. This is a continuous infusion. Setflow rate and volume delivered are unk; position of the pump when alarm occurred is unk. Pump return tracking info is not available. Photographs were not provided. Reported to (B)(6) by pt/caregiver. Ref report: mw5158504.